Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that before use with the 2.75 x 23 mm xience xpedition stent delivery system (sds), the mid shaft was observed to be fractured. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The kinks were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported kinks.

Event description:
Subsequent to the initial report, the following information was provided: prior to use in the anatomy, it was observed that the 2.75 x 23 mm xience xpedition stent delivery system (sds) shaft was kinked, not fractured as initially reported. No additional information was provided.